Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia of 324 mg/dl, positive ketone bodies of 2.2 g, and a loss of consciousness after the infusion set detached form her body without her realizing it. She was taken to the emergency room, treated with serum therapy and fast acting insulin, and released after 4 hours. The alleged product was requested for evaluation.